Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was broken and o-ring was missing. The customer stated that the reservoir was not staying in the insulin pump. The customer stated that they had high blood glucose of 400 mg/dl at the time of incident. The customer also mentioned that there was crack on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
A test reservoir was installed into the insulin pump and did not lock into place due to completely broken off reservoir tube lip. However, the insulin pump passed self-test, unexpected restart error test, rewind, prime test, off no power test and excessive no delivery test. Unable to perform displacement, basic occlusion and occlusion tests due to broken reservoir tube lip. All operating currents are within specification. The insulin pump was received missing the reservoir tube o-ring, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked case and stained end cap sticker.